Event description:
This lead was removed due to fracture because of "the patient shooting a magnum shotgun repeatedly while on a turkey hunt despite instructions by his physician not to do so". This lead has been retained by the hospital and another lead was implanted instead. Should additional information become available, this event will be updated.